Manufacturer narrative:
The results of this investigation concluded that fibrous pannus ingrowth was observed on the outflow surface of cusps 1 and 2. No acute inflammation or significant calcifications were observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin -- unknown as lot/serial numbers are unknown. Manufacturing location -- estimate as lot/serial numbers are unknown.

Event description:
A patient that was treated for acute endocarditis of the native aortic valve on (B)(6) 2015 underwent annular debridement and supra-annular implantation of a 21mm trifecta valve on (B)(6) 2015. The implanted in the supra-annular position was in the context of endocarditis with an abscess inferior to the aortic annulus. An echo performed in (B)(6) 2015 noted a pseudoaneurysm circulating at the level of the mitral-aortic trigone due to the abscess fistula and a grade ii-iii paravalvular leak in the same area. The patient required hospitalization from (B)(6) 2016, after a follow-up echocardiogram revealed an ongoing paravalvular leak. A redo avr procedure was performed with explantation of the trifecta valve and implantation of a regent mechanical valve. The trifecta valve had dehisced due to the failure of the running suture. Ex vivo, no visible deterioration of the valve was observed.